Event description:
It was reported to boston scientific corporation through a retrospective review study that an ultraflex esophageal partly covered stent was used during a stent placement procedure in the esophagus, performed on (B) (6) 2005. According to the complainant, the stent was placed to seal and aid in the healing of an acute esophageal perforation due to ingestion of nsaid (nonsteroidal antiinflammatory drugs). Placement of the stent was successful and uncomplicated. On (B) (6) 2005, the patient presented with dysphagia due to stent occlusion resulting from significant hyperplasia. The event was reported as moderate in severity, and was resolved by placement of a polyflex stent within the ultraflex stent. Placement of the stent was successful and uncomplicated. On (B) (6) 2005, both the polyflex and ultraflex stents were successfully removed endoscopically without complications, per the planned treatment algorithm. The perforation was confirmed to be healed. At last visit, the patient was reported to be in excellent condition.

Manufacturer narrative:
Device reported as ultraflex esophageal partly covered stent (length (full, body) 15 cm. Diameter (flange/body) 18/23 mm. (B) (4) (medical intervention required). (B) (4). As the device has not been returned, boston scientific corporation could not perform a technical analysis. A labeling review identified that this device was not used per the directions for use (dfu). The dfu states, "the ultraflex covered and uncovered esophageal and esophageal ng stent system is intended for maintaining esophageal luminal patency in esophageal strictures caused by intrinsic and/or extrinsic malignant tumors only. The ultraflex esophageal stent system and the ultraflex esophageal ng stent system are contraindicated for placement for occlusion of esophageal fistula of any type, unless a covered stent is being used and any use other than those specifically outlined under indications for use." However, the complaint states that the ultraflex esophageal partially covered stent was placed to seal an acute esophageal perforation and to aid in the healing of the perforation which was caused by ingestion of nonsteroidal anti-inflammatory drugs. In addition, the dfu states "the ultraflex esophageal stent system is not intended to be moved or removed once it is deployed. If it is necessary to move or remove the stent, it should be done only during the initial stent placement procedure and prior to balloon dilatation using an atraumatic retrieval device to grasp the suture threaded around the stent end." However, the complaint states that on (B) (6) 2005, the ultraflex esophageal stent was successfully removed endoscopically, per the planned treatment algorithm. The most probable root cause of this investigation is user / use error.